Event description:
It was reported that the user experienced repeated libre 3+ sensor errors during rapid blood glucose excursions while using the ilet system, with a noted post-snack blood glucose of 300 mg/dl and instances of signal loss, and the case was categorized as a device error with troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included no long-term health impact reported and self-management at home. Investigation included customer service review and consultation with the clinical support team. Investigation of this case revealed intermittent continuous glucose monitoring signal loss and sensor error notifications during rapid glycemic changes. It was concluded that the event was associated with sensor performance issues during fast glucose rate-of-change and that the ilet continued operation without confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.